Event description:
Blood glucose monitoring device read 400 mg/dl although did not feel glucose was that high so went to the emergency room (ER) to get tested. It was reported ER tested her meter to obtain a result of 450 mg/dl and hospital meter read in the 200s mg/dl. Reporter stated being treated with an insulin IV and was released the next day. A request was made for the return of the suspect device and replacement product was sent.